Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident, it was determined that the smart remote manager completely detached from the fridge. A field service engineer (fse) reattached hasp to fridge issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager had completely detached from refrigerator door. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.